Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient had been presented to the electrophysiology (ep) laboratory for a scheduled s-ICD system implant. The local representative performed a device check the following day. Upon review of the arrhythmia logbook, an untreated episode had been stored. A review of the episode identified oversensing. At the time of the episode,the sense vector had been programmed to alternate. An optimalization was performed and the device selected alternate 1x. Ts reviewed the episode and confirmed that there was some wandering baseline and oversensing (double counting). Ts mentioned that the alternate s-ECG amplitude was on the smaller size. Ts was informed that this physician uses the 2-incision technique for electrode placement. Ts suggested that a chest x-ray should be done to identify the electrode position. The local representative mentioned that the other 2 sense vector amplitudes were smaller than alternate. The local representative checked sense vectors and there appears to be some clipping of the signal in alternate 1x. With the patient in different postures, there was some occasional noise, but the noise did resolve quickly. The local representative was inclined to leave the sense vector programmed in alternate. The local representative spoke with the physician. Following that discussion, the sense vector was reprogrammed to primary 2x because during the initial screening, primary was the more acceptable vector. The electrode is straight up and down and is to the left of the sternum. The device is slightly lower than the xyphoid.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.